Event description:
We had a concentrator that caught on fire in a patient's home on (B)(6) 2024. The patient had no injuries and did not require medical attention. The patient was in a different room from the concentrator. The concentrator was located in their bathroom, because they did not like the noise from the concentrator. The daughter used a fire extinguisher to put the out the fire from the concentrator. The fire department was called out by the daughter after the fire was extinguished. Per the daughter, the concentrator was taken by the insurance company. She will ask if she can get it back and let me know. The family called me back and the fire investigator has the concentrator. They just spoke with him, and they will not be releasing the concentrator to anyone. He said they would be happy to do a dual investigation with the manufacturer/company. This event is not considered a mandatory reportable event as there was no report of death or serious injury. The presence or absence of a malfunction cannot be determined with the information currently available. However, the manufacturer has decided to make the FDA aware of the incident.